Event description:
It was reported that, after tka surgery had been performed on (B)(6) 2007, the patient underwent a primary patella surgery on (B)(6) 2021 and, as per standard practice, the poly was exchanged during the procedure. Current health status of patient is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).